Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages were observed to contribute to the reported communication error. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be damaged/kinked near the distal tip area, but the damage did not prevent the pod from delivering insulin. The cause and timing of the observed external cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site on their abdomen, the pod's cannula was found damaged. No treatment was reported.